Event description:
Review of device programming history identified that a magnet mode diagnostic test resulted in low output. It was identified that the magnet output current was increased from 1.25ma to 1.5ma and then a magnet mode diagnostic test was performed; however, the device was not interrogated prior to the magnet mode diagnostics being performed which resulted in the low output. It is noted that when performing magnet mode output current changes the device must be interrogated prior to performing magnet mode diagnostics or the output will result in a low reading.